Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of this device is completed, a follow-up/final report will be submitted. Concomitant medical products: z.s.g.m. Cutter 1.5:1 ratio caution: sharp; part number: 00-7703-015-00; serial number: (B)(4).

Event description:
It was reported that the device had a defective ratchet and was not feeding harvested skin. No adverse events have been reported as a result of this malfunction.

Event description:
It was reported that the device had a defective ratchet and was not feeding harvested skin. This event occurred during surgery, though there was no delay to the procedure nor harm/injury. There was damage to the graft, though it was still usable and no additional graft was required. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. D4: UDI #: (B)(4). Review of the most recent repair record determined the ratchet was jammed and not lubricated. The ratchet was cleaned and lubricated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event information.